Manufacturer narrative:
The device was received and evaluated. The device had the cannula assembly fully deployed and the needle completely retracted. The download data indicates that the pod completed both its first and second priming sequences. The device was deactivated at 1673 pulses. No damages or defects were observed that would result in a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported there was difficulty inserting the cannula. The pod was not worn and no adverse patient impact was reported. There was no further information on the pink slide status or if the cannula was properly deployed.